Manufacturer narrative:
Additional information added to: d1, d2, d4 for the device information.

Event description:
It was reported the flex video scope had yellow fluid at the bottom of the scope cabinet. The issue was observed during preparation for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Updated fields: d4,g4,h2,h3,h4, h6,h11.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the scope had yellow fluid at the bottom of the scope cabinet. The issue was observed during preparation for an unspecified procedure. There were no reports of patient involvement.

Event description:
It was reported the scope had yellow fluid at the bottom of the scope cabinet. The issue was observed during preparation for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
Supplemental report submitted for correction to the g1 field for the manufacturer site information. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.